Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's driveline had wires exposed and the old repair was coming apart. The pt did not have any alarms. The driveline was taped with rescue tape. From the exit site to the break there were 11 inches of driveline, and there was also a tear in the outer covering at 8-7/8 inches from the exit site. Since there were no alarms, the pt went home until the time of repair. A perc lead distal end replacement was completed.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of damage to the previous percutaneous lead (lead) repair site and tears in the outer silicone jacket was confirmed via submitted photographs, an onsite evaluation by the thoratec¿s technical services department and the evaluation of the returned portion of the percutaneous lead. Thoratec¿s technical services personnel performed a distal end percutaneous lead replacement on (B)(6) 2014. Approximately 20¿ of the external portion/distal end of the percutaneous lead was returned to thoratec for evaluation. The gray tubing on the lead was torn at the location of the proximal end of the underlying copper tube. The repair was examined, and all wires were properly connected. Additionally, removal of the rescue tape at the terminus of the bend relief confirmed tears in the outer silicone jacket. The percutaneous lead replacement was conducted due to superficial damage. No alarms or adverse events were reported. The patient remains ongoing on vad-1025. A review of the device history record revealed that the device met applicable specifications. Thoratec¿s approved labeling provides percutaneous lead care instructions and important precautions regarding replaced percutaneous leads. No further information is available. The manufacturer is closing the file on this event.